Manufacturer narrative:
Investigation summary: four photos and one sample was received by our quality team for investigation. Upon visual inspection of the photos and sample received, it was verified that the syringe has a piece of barrel flange in the fluid path. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident is related to a jam in the manufacturing equipment during the manufacturing process. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd posiflush¿ ns filled syringe had foreign matter inside the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 30654678, batch no: 8221586, it was reported that rn noticed a piece of clear hard plastic inside saline syringe, and small brown specks were noted on the floating object. I received an email today about an event that occurred over the weekend involving a bd saline flush. An rn noticed what appeared to be a piece of clear hard plastic inside a new normal saline flush. Small brown specks were noted on the floating object also. We are in the process of pulling all the saline flush syringes with lot# 8221586 and need them replaced asap. I am working to determine the total quantity collected.